Manufacturer narrative:
The complaint investigation for a false positive alinity I total b-hcg result included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and testing of the complaint lot. Trending review determined no related trend for the product. Manufacturing documentation for the complaint lot was reviewed and did not identify any issues. Device history record review on lot number 76209ud01 did not identify any non-conformances or deviations. Accuracy testing was performed using panels, which mimics patient samples, and an in-house retained kit of the complaint lot, stored at the recommended storage condition. All specifications were met, indicating that the lot is performing acceptably. Based on the information provided and abbott diagnostics¿ complaint investigation, no systemic issue or deficiency of alinity I total b-hcg, lot number 76209ud01, was identified.

Event description:
The customer observed a false positive alinity I total b-hcg result for a female patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 29.09, repeat result was <0.1 miu/ml. Another sample from the patient was tested and the result was <0.1 miu/ml. There was no impact to patient management reported.

Event description:
The customer observed a false positive alinity I total b-hcg result for a female patient. The following data was provided (</=5.00 miu/ml is negative, >/=25.00 miu/ml is positive): initial result was 29.09, repeat result was <0.1 miu/ml. Another sample from the patient was tested and the result was <0.1 miu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 07p51-74, that has a similar product distributed in the us, list number 07p51-21, and a 510k number of k170317.